Event description:
It was reported that the pump exhibited check force sensor. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified force sensor test error in the history. Functional testing was performed using the power up process and checked force sensor reading(biomed tool box) test and found the pump was working as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. (UDI) is unknown. No product information has been provided to date. Replaced force sensor for preventive. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).